Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient has high impedances on their lead during a routine ipg replacement. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted.

Manufacturer narrative:
It was reported that the patient has high impedances on their lead during a routine ipg replacement. Surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.